Manufacturer narrative:
Ten incidents were reported under one product experience report. Argon reached out to the reporter for additional information. Argon did not receive any additional information or ten separate reports for the incidents. The 10 incidents are reported under (B)(4). According to the report, two out of ten samples will be returned for investigation. At this point, it is unclear which samples will get returned. Argon is investigating the reported events and a follow-up report will be submitted when new information becomes available and investigation is completed.

Event description:
Out of 16 biopsies, there were 10 incidents. 5 times the gun failed after two or three uses, making vacuum punctures without bringing back pieces of tissue, which increases the attack on the prostate and therefore the risk of hemorrhage and infection and which required for once, 7 guns to make 12 carrots (on average 2) 6 times the procedure was followed by hospitalization or consumption of heavy treatment. A night hospitalization at the (B)(6) hospital for the same situation of hemorrhage/catheterization with a week of hospitalization for a fragile grandfather prostatitis with prescription of rocéphine at home hospitalization in cardella for severe prostatitis bordering on septic shock the same evening of the puncture, rocéphine amikacin, 4 days of hospitalization a survey for acute urine retention a hematoma responsible for dysuria, prescription of bactrim and alpha blocker urethrorrhagia giving in to hyper hydration.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
Out of 16 biopsies, there were 10 incidents. 5 times the gun failed after two or three uses, making vacuum punctures without bringing back pieces of tissue, which increases the attack on the prostate and therefore the risk of hemorrhage and infection and which required for once, 7 guns to make 12 carrots (on average 2) 6 times the procedure was followed by hospitalization or consumption of heavy treatment. - a night hospitalization at the moorea hospital for the same situation of hemorrhage/catheterization with a week of hospitalization for a fragile grandfather. - prostatitis with prescription of rocéphine at home. - hospitalization in cardella for severe prostatitis bordering on septic shock the same evening of the puncture, rocéphine amiklin, 4 days of hospitalization. - a survey for acute urine retention. - a hematoma responsible for dysuria, prescription of bactrim and alpha blocker. - urethrorrhagia giving in to hyper hydration.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. The customer did not return any samples for evaluation. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.